Event description:
It was reported that the user experienced an urgent low glucose event upon waking, with the device displaying a low blood glucose reading, after which the user self-treated with oral glucose and blood glucose stabilized; the user perceived automated corrections as too strong and had been frequently pausing the system, and a device retraining process was reviewed due to a cracked screen replacement. Symptoms included hypoglycemia. Outcomes included self-management with oral glucose and resolution without hospitalization. Investigation included complaint intake and user education on troubleshooting and safe operation. Investigation of this case revealed no confirmed device malfunction and suggested possible therapy aggressiveness perceived by the user, with use of frequent pauses as a mitigation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.